Manufacturer narrative:
Additional information: b5, d1, d3, d4, g3, g4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a vertical sleeve gastrectomy, after the application of two simple 60mm violet reload and three 60mm violet reinforced loads, the entire staple line presented a bloody plaque that was not possible to control except with reinforcement of clips in the entire extension of it. The blood loss was between 100 and 300 cc. The procedure was extended by one hour due to the issue.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n5l1083y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n5l1083y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n5l1083y) unegiatri, unknown egia tri staple, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a vertical sleeve gastrectomy, after the application of two simple 60mm violet reload and three 60mm violet reinforced loads, the entire staple line presented a bloody in plaque that was not possible to control except with reinforcement of clips in the entire extension of it. The procedure was extended by one hour due to the issue.